Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and heavily calcified mid left circumflex (lcx) artery. A 32 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion, even after several attempts. The procedure was stopped and the patient underwent coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was good. However, returned device analysis revealed a distal stent damage.

Manufacturer narrative:
Device evaluated by MFR: the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and heavily calcified mid left circumflex (lcx) artery. A 32 x 2.25 promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion, even after several attempts. The procedure was stopped and the patient underwent coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was good. However, returned device analysis revealed a distal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).